Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 435 mg/dl and the sensor glucose was 196 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer did not troubleshoot and did not send the product back for analysis.